Manufacturer narrative:
Per regulation (EU) (B)(4) (general data protection regulation), patient identifiers should not be collected or recorded or shared with any third parties; therefore the information is not provided date of event: unknown/not provided. Additional device information: model number: unknown/not provided. Catalog number: unknown/not provided. Serial number: unknown/not provided. Expiration date: unknown as serial number has not been provided. Unique identifier (UDI) number: unknown as serial number has not been provided. If implanted, give date: unknown/not provided . If explanted, give date: unknown/not provided. Telephone number: (B)(6). The intraocular lenses (iols) are not returning for evaluation. There was no model/lserial number reported for this device; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. Device manufacture date: unknown as serial number has not been provided. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a preparation on lens was done according the instructions. Ophthalmo viscoelastic device (ovd) used was discovisc. Implantation was normal without exceptions. After lens unfolding there was small scratch looking deformation in posterior surface of the lens. Scratch was parallel to haptic junctions but closer to optic edge rather than the optic axel on the right side of lens. Surgeon was able to partially clean the scratch with sinskey instrument. Surgeon reported she has seen this kind of markings in posterior lens surface every now and then. Surgeon is wondering of its cause, like could it be from the cartridge? Daily activities are not significantly affected. The doctor indicated that monitoring the patient is not necessary and no explant is being planned. No further information was provided. This report captures what was reported by the surgeon that he noticed markings/scratches/ material on the posterior lens surface every now and then. A separate report will be submitted for the other issues reported within the initial report.